Event description:
Customer reported to beckman coulter, inc. (Bec) that the manual aspirate probe of the coulter lh 750 hematology analyzer was leaking. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the leak with customer via the telephone. Customer reported that they found the blood sampling valve (bsv) knob was loose. The fse instructed the customer to tighten the bsv knob and verify instrument operation.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).